Event description:
It was reported the pt no longer had stimulation, and the ipg was unable to communicate with external devices. F/u identified the physician replaced the ipg. It was reported the stimulation was regained postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.